Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display and had replace battery now alarm. The customer¿s blood glucose level was 164 mg/dl. The customer reported that they had not received a low battery alert prior to the replace battery now alarm. The customer reported that insulin pump was exposed to moisture. The customer was advised to perform the self test, but the test was not performed due to blank screen. The customer was advised that the insulin pump requires new fully charged batteries. The troubleshooting was performed for blank display and display was not returned. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with blank display due to moisture damage on electronic assembly. Unable to verify replace battery now alarm or power loss alarm due to blank display. The device was received with corroded battery tube.